Event description:
It was reported that during device changeout, a slight increase in impedance and high threshold were observed. Twiddler's syndrome was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found that the lead was severely twisted due to twiddler's syndrome. All electrical measurements were normal.